Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was discovered that the left ventricular (lv) lead failed to capture. The lv lead was not used. The patient remained in stable condition.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. A complete lead was returned for analysis. The lead was within product specification. Electrical testing, visual and x-ray inspection of the lead did not find any anomalies.